Event description:
It was reported that during the replacement of this implantable cardioverter defibrillator (ICD), manual impedance measurements were performed, and a system shock impedance of 84 ohms was observed. However, the right ventricular (rv) coil to right atrial (ra) coil and ra coil to can impedance were both greater than 200 ohms, and the physician was inquiring why in-range system shock impedance was recorded by the device despite the out-of-range measurements identified in the shock vector breakdown. Technical services (ts) discussed at length why the energen device did not report triad as greater than 200 ohms. The patient's new device was programmed to single coil lead configuration and remains in service. No adverse patient effects were reported. The explanted ICD is expected to be returned for analysis.

Manufacturer narrative:
Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Manufacturer narrative:
Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available. This product was returned to boston scientific, and laboratory analysis was conducted. The associated investigation determined there was no conclusive evidence the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that during the replacement of this implantable cardioverter defibrillator (ICD), manual impedance measurements were performed, and a system shock impedance of 84 ohms was observed. However, the right ventricular (rv) coil to right atrial (ra) coil and ra coil to can impedance were both greater than 200 ohms, and the physician was inquiring why in-range system shock impedance was recorded by the device despite the out-of-range measurements identified in the shock vector breakdown. Technical services (ts) discussed at length why the energen device did not report triad as greater than 200 ohms. The patient's new device was programmed to single coil lead configuration and remains in service. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.